Event description:
This device could not be interrogated. This device was implanted with a st. Jude riata lead and the physician believes that there may have been an issue with this lead. Should additional information become available, this file will be updated.